Event description:
It was reported that the tibial base was found loose. The pt's knee was revised to correct the problem.

Manufacturer narrative:
At the present time very little information has been made available regarding this case. Should additional information be obtained, this report shall be updated.